Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that the spectra penile prosthesis (spp) is going to be revised on a future date due to unspecified reasons. It was further reported that there is extrusion of one of the cylinders.